Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) are currently in the process of retrieving further information regarding this complaint. We will provide a follow up report upon the completion of our investigation.

Event description:
A healthcare facility reported that on (B)(6) 2023, the tubing of an ojr412 optiflow junior 2 nasal cannula was detached from the cannula during patient use. The device has been replaced with another ojr412 optiflow junior 2 nasal cannula. On (B)(6) 2023, it was found again that the tubing of the replaced ojr412 optiflow junior cannula was detached from the cannula while being used on the same patient. There was no reported patient consequence.

Event description:
A healthcare facility reported that on 18 january 2023, the tubing of an ojr412 optiflow junior 2 nasal cannula was detached from the cannula during patient use. The device has been replaced with another ojr412 optiflow junior 2 nasal cannula. On 19 january 2023, it was found again that the tubing of the replaced ojr412 optiflow junior cannula was detached from the cannula while being used on the same patient. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint ojr412 optiflow junior 2 nasal cannula was not received at fisher & paykel healthcare (f&p) for investigation. Our investigation was thus based on the information provided by the customer, previous investigations of similar complaints, and our knowledge on the product. Results: the customer reported that tubing of two ojr412 optiflow junior 2 nasal cannula were broken during patient use. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death. Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.